Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013, the patient experienced the symptoms of vomiting and dehydration, and was admitted to the hospital with a diagnosis of dka. The patient¿s admitting blood glucose level was ¿greater than 300 mg/dl¿. No troubleshooting could be done at the time of the call, and the patient was not available during follow up attempts. No information was provided about the patient¿s status prior to the hospital admission, his technique, insulin or pump status. As the patient reportedly was hospitalized with dka while using the insulin pump this complaint is being reported.